Manufacturer narrative:
Intermittent up arrow button due to moisture damage on keypad trace. No moisture damage noted on electronic assembly or motor assembly. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture. It was also reported that the esc button is unresponsive after the incident. Customer's blood glucose level at the time 154 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.